Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. It was reported that the customer experienced a blood glucose (bg) level of 489 mg/dl. Customer received a manual injection to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged 3 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. The customer reverted to an alternate method of insulin therapy.